Event description:
It was reported to olympus that a telescope had an insertion tube that was broken/detached. The reported issue was bound during maintenance of the device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Manufacturing date: could not be determined. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k897003/ k904939.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the insertion tube was found to be broken/detached. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely due to excessive force by the user. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.